Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter has peeled away from the shaft. The physician inserted the guide catheter and guide wire into the pt. The physician inserted the aspiration catheter into the pt. The physician performed aspiration on the vessel. The physician attempted to remove the aspiration catheter from the guide catheter and wire lumen of the aspiration catheter has peeled away from the shaft. The pt is reported to be fine.